Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the values from the monitor were inaccurate. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.